Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00941. It was reported that the patient presented for a right atrial lead revision due to dislodge. During the procedure, it was discovered that the right ventricular lead exhibited an insulation breach. Both the right atrial and the right ventricular lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.